Manufacturer narrative:
(B)(4). It was initially reported "during night drain cycle five, the patient's ultrafiltration reading was 1599ml, indicating the home patient (hp) drained 1599ml more than their maximum programmed fill volume of 2400ml." However, upon further investigation of this event, it was verified in the event history log that the initially reported increased intra-peritoneal volume (iipv) event did not occur. The actual drain volume for drain 5 of 5 which occurred during the therapy initiated on (B)(6) 2014 22:30:59 was 3618ml. This volume does not meet the requirement to be considered an iipv event and it is below 160% of the total prescribed fill volume. This is no longer a reportable event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 22:30:59. During night drain cycle five, the patient's ultrafiltration reading was 1599ml, indicating the home patient drained 1599ml more than their maximum programmed fill volume of 2400ml. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.